Event description:
It was reported at 295,780 joules and 29:31 mins of use, fiber was firing straight out of the fiber and burned out the cap was observed. The fiber tip was cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. Probable root cause: based on the device analysis, the product complaint "forward firing " could not be confirmed; glass cap proximal fracture observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.